Manufacturer narrative:
Patient ID/initials and weight are unknown device is an instrument and is not implanted/explanted. Part 03.010.101, lot u218724: manufacturing site: (B)(4). Supplier: (B)(6). Release to warehouse date: may 05, 2015. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: visual inspection shows that the tip of the drill bit is bent as result of misuse. Also, the cutting edges are damaged; causing the inefficient cutting performance while use. Considering the complaint description we clearly identify mishandling during use as root cause for the reported problem. Hitting with the hammer finally damaged the drill bit in question. The condition of the received drill bit agrees with the complaint description. In this condition, the drill bit is no longer usable. However even there is a clear misuse identified, this complaint is confirmed. No further (dimensional) investigations are required as device use could be identified as source of the reported problem. This drill bit was distributed from manufacturing without damages. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) open reduction internal fixation with antegrade femoral nail (afn) system was applied to femoral diaphyseal fractures. After insertion the nail, the screw for the most distal screw hole was inserted into the nail properly. Then, the surgeon tried to drill a hole for the second distal screw using a power tool which was a combination of radiolucent drive, colibri, and a drill bit. When the drill bit penetrated the lateral side of the cortical bone and reached the opposite side of the cortical bone, the power tool stopped working. It was removed from the patient and a function check was done. At that time, the drill bit rotated slowly. Then, the radiolucent drive started to rotate itself. Then, the power tool completely stopped working. The radiolucent drive became highly heated at that time. Then, when the radiolucent drive was removed from the hand piece, the hand piece worked properly. Since the radiolucent drive could not be used, the surgeon passed a k wire with 3.0mm diameter through the lateral and opposite side of the cortical bone. Then, to drill the opposite side of the cortical bone with a drill bit manually, he hammered it. At that time, fracture occurred at the opposite side of the cortical bone. The surgery was completed within a 30-minute delay. The patient is currently in the hospital. The affected area of the fraction was not fixed sufficiently. According to the surgeon, though weight bearing can be started immediately after surgery in usual cases, 3 weeks of no-weight bearing period will be necessary for this case. Thus, start of rehabilitation will be postponed. The surgeon commented about that a possible cause of the event could be either the colibri or radiolucent drive had a problem, or that excessive force was applied to the colibri or radiolucent drive since the drill bit was blunt. This report is for a 4.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 2 of 2 for (B)(4).